Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and an endoscopic needle holder was used. During the procedure, the device would not release. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device will not release. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. The spring of the ratchet mechanism was spent and the movable parts of the instrument were dry. After lubrication of the movable parts with an appropriate lubricant the ratchet mechanism functioned properly. According to information for use "after cleaning and prior to sterilization, lubricate all moving instrument parts with an appropriate lubricant." User error caused the event.